Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device was having a problem with heat. The device was not used in surgery. It is unk if pt or user injury occurred. It is unk if medical intervention occurred. The date of the event is unk. There was no add'l info provided.